Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did not show the error. Service found a solder bridge of an icu10 leads on the microproccessor unit board during the real time clock lithium battery replacement. Service removed the solder bridge and reinstalled the software applications. Use testing was performed. The problem source is the solder bridge/short.

Event description:
Information was received that the cadd prizm vip pump has error codes 10040 and 20201. No reported adverse effects.